Event description:
A pt developed a coronary thrombosis post stent placement. A large in stent thrombus was noted after the taxus stent was deployed into the mid right coronary artery. The clot then moved downstream and after several balloon inflations clotted the vessel off distally. The pt's only complaint throughout the procedure was of some heartburn. At the end of the procedure the pt was asymptomatic with no EKG (electrocardiogram) changes noted.